Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was successfully treated with IV antibiotics. The patient was hospitalised. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.